Event description:
A customer reported a cgm error 42 with their g6 sensor. After a pump reset, no further cgm error codes appeared. The customer successfully restarted their sensor session, and there was no adverse impact to the customer's blood glucose level.